Manufacturer narrative:
The data files and balloon catheter afapro28 with lot number 31696 were returned and analyzed. Data files showed at least 15 applications were performed with the returned balloon catheter without any issue on the date of the event. The file did not show any system notice on the event date. Smart chip verification indicated the catheter was used for 15 injections. The catheter failed the performance test due to system notice 50005 "the safety system detected fluid in the catheter and stopped the injection," right after connecting to the console. Visual inspection of the balloon catheter showed the catheter was stuck inside the sheath. The catheter was removed from the sheath by manual retraction (inflating and vacuum balloon when the push button is in the forward position). The guide wire lumen was kinked inside the balloon segment. Dissection and pressure tests showed leak at the guide wire lumen of the catheter at 32 mm from the tip and at the detachment from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.